Event description:
Healthcare professional reported "fluid around the implant and that was cultured," and "there was evidence of capsular contracture as a result of the deflation of the implant," baker grade unknown. Healthcare professional additional reported of right side "calcified". Device has been explanted.

Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, calcification in the surface and broken sharp in the plug strap. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A broken sharp in the plug strap assessed as unidentified (tear) opening. Additional, corrected and/or changed data: b.5, d.4, d.7, d.10, g.1, h.3, h.4, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.